Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention include dissection, perforation, or rupture of the aortic vessel and surrounding vasculature, and surgical conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2018, for repair of thoracic aortic dissection, this patient underwent total arch replacement and endovascular treatment using non-gore stent grafts (distal side; zenith® tx2® extension 22mm-8cm, proximal side; relay 36-32mm-20cm). About the end of (B)(6) 2023 (exact date unknown), a new dissection (dsine) was identified at the distal side of the tx2®. On (B)(6), 2023, the patient underwent a re-intervention where by the gore® tag® conformable thoracic stent graft with active control system (ctag-ac device) was implanted just above the celiac artery. On (B)(6), 2023, a distal stent graft-induced new entry tear (d-sine) (suspected rupture) was observed. The patient underwent emergency surgery of the ctag-ac device removal and vascular graft replacement. The non-gore stent grafts were not removed. On (B)(6), 2023, the patient was transported emergently complaining of pain in the thoracoabdominal area. Contrast-enhanced CT showed a tendency toward enlargement of hematoma around the replaced vascular graft, and the patient was urgently admitted to the hospital. On (B)(6), 2023, additional stent grafts were implanted to fully cover the proximal and distal vascular graft anastomoses. Reportedly, the hematoma was not related to the ctag-ac device as it occurred after removal of the ctag-ac device and was due to a suspected leak from the vascular graft anastomosis. The reporting physician stated as follows: since the patient has had repeated dsine, they believe the possibility that the patient vessel was fragile.